Manufacturer narrative:
(B)(6)

Event description:
It was reported the evac 70 xtra hp wand was blocked. The procedure was successfully completed using an alternate device/method (cold steel). There were no reported patient complications.

Manufacturer narrative:
Duplicate report filed in error. This event was previously reported under MDR 3006524618-2016-00032.